Event description:
It was reported that metal was coming off the core micro drill at the beginning of the procedure during testing. It was confirmed that the metal did not enter the surgical site. A back-up was used to complete the procedure successfully, without patient or user injuries, or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was confirmed to be from a non-stryker repair and the handpiece had widespread corrosion. The presence of non-stryker repair work is likely to cause or contribute to metal coming off of the handpiece.